Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of heartmate ii lvas. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the equipment exchange and whether the pump would be returned; however, no additional information was provided by the customer. The heartmate ii lvas instructions for use (IFU) lists potential adverse events, including bleeding, that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received new equipment on (B)(6) 2024, and interrogation showed 4 driveline fault alarms. The patient was in the emergency room for chest pain, shortness of breath, and lightheadedness. The patient was positive for covid and reported symptoms of covid for the past 7 days. The patient had a productive cough, chills and body aches. Log files were submitted for review and confirmed the driveline fault alarms which were intermittent. The driveline fault detection circuitry data indicated that the issue was with the unmonitored conductor of phase a. It was suggested that the patient utilize an ungrounded patient cable. The recorded data showed that the current system controller was connected at 11:51 on (B)(6) 2024 indicating a system controller exchange was performed. The patient's system controller was confirmed to have been exchanged and the patient had been on an ungrounded cable since the date of the event. X-rays from (B)(6) 2024 and log files were submitted for review. The log files continued to show driveline fault alarms associated with degradation of the unmonitored conductor of phase a. The images appeared to show that the driveline was taut near the pump end. Additional x-ray images were recommended. It was noted that the patient had gained a significant amount of weight since implant from 218 pounds to 253 pounds. Additional x-ray images were submitted which did not show any areas of concern. An external driveline repair was requested and performed for the active driveline fault alarms. A repair was performed on (B)(6) 2024. Visual inspection of the driveline showed a layer of felt tape wrapped around 70% of the external portion. Additionally, some twisting was noted in the silastic layer. There were no active driveline fault alarms. The silastic and bionate layers were removed. The copper shielding was intact but slightly oxidized and in early stages of breakdown. Then they began splicing yellow, black, and red wires and next swapped over to new driveline without issue. They then continued splicing green, brown, and orange wires. Finally, the area was closed up per procedure. It was additionally reported that since the patient was discharged on (B)(6) 2024, a review of history showed a driveline fault. Log files were submitted for review and continued to capture intermittent driveline fault alarms following the repair on (B)(6) 2024. This suggested that the damage was further up than the repair site. The phase data continued to show the yellow wire operating at a lower current than normal. The wire did not appear to be completely broken but may degrade further over time. On (B)(6) 2024, the patient had a heartmate ii to heartmate ii pump exchange due to reoccurring left ventricular assist device (lvad) fault alarms after previous external percutaneous lead repair. The patient was placed on intra-aortic balloon pump for hemodynamic support. The pump was exchanged with large amount of bleeding noted. The patient's hemodynamic status deteriorated, and the patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated, multiple shocks and medications were given. A large amount of bleeding was noted to ascending aorta. Repair was attempted and the patient further deteriorated and went into cardiac arrest again. The patient then passed away on (B)(6) 2024. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.